Event description:
The customer's doctor called to report that the customer was experiencing high blood glucose levels and no delivery alarms. The doctor also stated that the customer has been hospitalized many times, and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.